Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2408-56, serial/lot: (B)(4), description: avista MRI perc lead kit 56 cm. Device analysis of the leads confirmed the leads passed all tests performed.

Event description:
A report was received that the patients leads were replaced due to the stimulation causing the patient to feel unwell as well causing headaches when the stimulation was turned on.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2408-56, serial/lot: ni, description: avista MRI perc lead kit 56 cm.

Event description:
A report was received that the patients leads were replaced due to the stimulation causing the patient to feel unwell as well causing headaches when the stimulation was turned on.